Event description:
It was reported that when an asymptomatic patient presented in clinic for normal follow-up, post-sensed t-wave oversensing on the ventricular channel was observed on a stored egm. Programming changes were made, and the oversensing was resolved.

Manufacturer narrative:
.